Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
At some point during the afternoon and the night of the (B)(6) 2017, the patient states that the piston rod, during the normal use of the pump, started rewinding instead of going forward. When he realized, the piston rod was fully rewound and the cartridge was half filled with air, half filled with insulin, he was over 400 mg/dl and had to be hospitalized. A request was made for the return of the device.